Event description:
It was reported that the patient experienced redness and swelling lower leg and ankle. It was also noted that the im nail loosened and caused infection that led to a nonunion of the ankle fusion site. It required removal of the im nail with bone biopsies and placement of abx cement nail. In addition to that the patient was given IV antibiotics for 6 weeks followed with revision of ankle fusion with external fixator.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.